Event description:
Product burst on first inflation and lead to complications being able to remove the pta from the sheath. As per complaint form: "on the first inflation the pta5 burst at 8 atmospheres pressure. The balloon would not withdraw into 6f long up and over sheath. The sheath was pulled back over the bifurcation and still in the straight line the pta would not reenter the sheath, the distal portion folded and could not be retrieved in the sheath. Needed to exchange for an 0.018 wire. The proximal end and shaft of the balloon was removed after the balloon snapped leaving the distal half balloon, tip and marker on the 0.018 wire in the pt. Sequential upsizing of the sheath and gooseneck snare used to extract the remains out. The marker came out through 8fr sheath the rest of the invisible portion of the balloon required a 9fr sheath. All the tips of all sheaths used were damaged by the effort to remove the balloon remnants."

Manufacturer narrative:
Pt code: removal of foreign body is not listed in the instructions for use. Device code: balloon burst is labeled in the instructions for use. The product was returned in a used and damaged condition including the separated section of balloon. Balloon burst, compliance, and fatigue verification testing are performed. The rated burst pressure, rbp is documented in the instructions for use (IFU) and label. The device is inspected per specification to ensure balloon is undamaged. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. An examination of the returned product was unable to find evidence of a longitudinal tear in either the proximal or distal portion. The distal portion was heavily damaged and the evidence may have been missed. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. When sufficiently constricted by, for example: lesions or other tortuous anatomy, the tear may go circumferential. After rupture the distal portion will "umbrella", as described in the event, when attempting to resheath causing the balloon to separate. It is unusual for a balloon to burst on the first inflation at nominal pressure. Pt anatomy may have contributed. A root cause cannot be determined. We will continue to monitor for similar complaints. Per quality engineering risk assessment, there is insufficient risk to warrant risk reduction activities.